Event description:
It was reported that the user performed an incorrect supply change by applying a cd infusion set before filling the tubing, after which they were guided to disconnect, replace the infusion set, fill the tubing until drops were visible, apply the new set, and complete a fill cannula, resulting in resumed insulin therapy. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no alerts or alarms, and successful continuation of therapy following troubleshooting and education. Investigation included customer interview and technical troubleshooting focused on supply change procedure and infusion set handling. Investigation of this case revealed improper user technique during the supply change that was resolved through corrective education, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error was the cause.